Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
The literature article entitled "short term results of the mobility total ankle system: clinical and radiographic outcome¿ written by yvonne r. A. Kerkhoff, et al; published in foot and ankle surgery, 22 pp 152-157 in 2016; was reviewed. The aim of the study was to determine the short-term results of the mobility total ankle system. More specific, short term results included the frequency of complications, reoperations and failure, the survival rate, patient reported outcomes and the prosthesis alignment. The article reports on 67 ankles (63 ankles followed up clinically) that were followed short-term radiographically after having a total ankle arthroplasty using the mobility total ankle system (depuy) between march 2008 and september 2013. Outcomes were assessed using patient reported outcomes, clinical evaluations and radiographic findings. There were two intraoperative complications that occurred. One was a fracture of the medial malleolus and one was a laceration of the flexor digitorum longus. Both cases were repaired intraoperatively and no problems were reported during follow-up. There were postoperative complications, excluding failures in 13 patients. Conservative treatment was sufficient for six of these and seven required a second operation. There was one deep infection which required operative debridement and polyethylene insert exchange within two months after the initial surgery. There was one case of subsidence of the talus component which required a subtalar arthrodesis with a bone graft in order to stabilize the component. There was also a case of a cyst located in the tibiofibular joint, which was treated with operative debridement and a bone graft. In four ankles, reoperation was necessary due to a painful impingement of the medial and/or lateral gutter. The time between surgery and the occurrence of complication was 1-29 months. Failure is defined as exchange of the tibial and/or talar components, occurred in three ankles. One patient had an early deep infection with a loose tibia component, which was treated with a two-stage revision of the tibia component. The two other patients continued their treatment in another hospital where one patient was treated with chronic ankle pain with an unknown cause and underwent amputation of the lower leg and the other patient had the prosthesis removed and ankle arthrodesis was conducted because of chronic pain and possible aseptic loosening. Radiographically, there was also four cases of malalignment observed of the tibial components and also five cases of talar malalignment.